Manufacturer narrative:
H6- 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had multisystem organ failure and their family decided to withdraw from care. The patient passed away (B)(6) 2025.

Event description:
It was later reported that the multiorgan failure was likely a natural progression of the patient's underlying disease process for which they received the left ventricular assist device. It was also reported that device operated as intended and that the device was functioning appropriately.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was originally reported that the patient had multisystem organ failure (msof) and their family decided to withdraw from care. The patient ultimately expired on (B)(6) 2025. However, further information communicated by the account revealed that the msof was likely a natural progression of the patient's underlying disease process for which they received the left ventricular assist device (lvad). The device operated as intended, and the patient's outcome was not considered to be device related. It was communicated that the device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.